Event description:
Patient not getting comfortable with epidural despite multiple patient-controlled boluses on top of infusion. Disconnected epidural from pump and gave physician bolus via syringe. Patient experienced significant relief which confirmed epidural was in fact appropriately placed. Concern for under-delivery by pump. Informed nurse of situation, told her to call if same thing happens again and we will switch out pump and tubing. Received call approx. 45 min later that same situation was occurring. Switched out pump & tubing and hand delivered to bioengineering for eval (confirmed plan for handling of controlled substance, fentanyl, in bag & tubing). F/u with patient an hour later, epidural working fine now, no concerns.